Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2009, the patient began therapy with dianeal, nutrineal and extraneal during apd for end stage renal disease (esrd). Following the growth of (B)(6). On (B)(6) 2010, the patient was treated i.p vancomycin and i.p gentamicin. On (B)(6) 2010, peritoneal dialysis was discontinued and the patient's tenckhoff catheter was removed. The patient was switched to hemodialysis. Outcome of the bacterial peritonitis was not reported. The reporter did not provide an opinion of causality for the bacterial peritonitis.